Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Complaint description: litigation alleges the patient suffers from pain; weight bearing problems; friction and wear causing large amounts of toxic cobalt-chromium metal ions and particles to be released into blood, tissue and bone. Update ad 14 aug 2018. (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges metal wear, elevated metal ions and loose cup. It was also indicated that the patient have died and reason was not provided. Doi: (B)(6) 2007; dor: none reported; left hip. The patient has bilateral hip implants, (B)(4) for the right hip.